Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The caller received information from technical support to reset the pump and was assisted in completing the reset, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if any issues reappeared.